Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The patient saw a company representative in (B)(6) 2014 because her device was not ¿working in the back, only working in the leg part¿. The patient¿s back was where she has her problems. The onset was gradual. It was later reported that the patient was working on securing an appointment with a medical physician. It was reported a month later that the patient had an appointment with her doctor. The patient will have a battery revision. Additional information has been requested.